Event description:
The customer returned the device stating, "the pump software upgraded". During device evaluation it was found the downstream occlusion (dso) seal was ripped (damaged).

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found that there was battery door cracked, battery compartment damaged, downstream occlusion (dso) seal damaged (ripped). The customer reported issue was not confirmed. The dso seal, battery door and battery compartment were replaced. Performed dso/ upstream occlusion (uso) sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.